Event description:
The customer reported that the leg extension was difficult to move. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The foot board rail was tightened during the service call. The system was tested and found to be working as intended and put back into service.